Manufacturer narrative:
Ocd performed retain testing, batch review, and complaint review by lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer contacted ocd and reported to have a patient sample discrepant result when tested for rhd typing. Pregnant patient with rh d negative history tested for first time at new facility using mts a/b/d monoclonal and reverse grouping card and the result was rh d positive grade 4+ on (B)(6) 2015. A second sample tested again on (B)(6) 2015 the result was rh d positive grade 2+ with a/b/d monoclonal and reverse grouping card. The customer sent the sample to a reference lab and they report the patient as rh d negative. Issue started on: (B)(6) 2015 but reported (B)(6) 2015. Frequency: once. Methodology used: manual gel. Incubation time (for manual test only): 15 min. Reaction grade obtained: 4+. Customer was expecting: negative. Test repeated: yes. Result obtained by repeating: 2+. Method used to repeat:manual gel. Other relevant details: the sample was sent to a reference lab and it was reported as rh negative on solid phase in the analyzer galileo rom immucor. (B)(4). Qc data: qc passed. Patient/sample data: not provided. Patient pregnant: yes. Transfusion history: none. Sample type: edta. Reagent/protocol-handling (reagent, cards, cassettes): as per IFU. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU. Ocd discussed how different manufactures' reagents are made from a variety of anti-d clones targeted toward different epitopes of d antigen. Ocd emailed the IFU for the abd/reverse gel card. Customer expressed understanding that this patient is potentially a weak d as the 2+ reaction indicates when gel technology is used. Ocd advised customer to review aabb technical manual for additional information as well as solid phase immucor anti-d ifus for limitations of testing. Ocd recommended molecular testing to determine the true rhd status of the patient and resolve the discrepancy. Customer stated they will not do so but should this patient require a transfusion, the customer will use rh negative blood for crossmatching tests.